Event description:
Info received indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician isolated the issue to the head hi/low down hydraulic valve. The technician replaced the valve to repair the bed.